Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). No patient information available.

Event description:
The customer generated falsely elevated architect stat high sensitive troponin-I results for one patient. The following information was provided: initial result 109.40 ng / l, repeat 7.60 ng/l. Subsequent to the initial result, an electrocardiogram was administered and was a normal result. No patient harm was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26. Component code: g01003. D8 was this device serviced by a third party? No. A review of tickets was performed for reagent lot number 20399ui00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 20399ui00 was identified.

Event description:
The customer generated falsely elevated architect stat high sensitive troponin-I results for one patient. The following information was provided: initial result 109.40 ng / l, repeat 7.60 ng / l subsequent to the initial result, an electrocardiogram was administered and was a normal result. No patient harm was reported.